Event description:
The unit was on pt when it shut off. The rt turn the unit off the on again. The unit worked for about 5 minutes and then it shut down again. Both times the unit was reported to have no alarm. The hospital reported that there was no pt impact associated with this event.